Manufacturer narrative:
Investigation is pending at this time. A follow up will be submitted once additional information is obtained. Section d. Suspected medical device and g4 - PMA/510(k)# has been populated for the freestyle librelink android application as this report concerns a finland customer. This is same/similar to us freestyle libre 2 android application, model number 71857-01. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An incompatible application issue was reported with the abbott diabetes care (adc) device in use with a samsung galaxy a14 with android operating system version 15. The customer stated the low glucose alarm did not appear. As a result, the customer was unable to monitor glucose with sensor readings and experienced seizures and a fall, where they bruised their left elbow while crawling. The customer was able to self-treat with food. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An investigation was performed for the reported complaint. The customer reported for no alarms were received. Attempted to identify the customer's reported configurations and the information provided in the complaint was insufficient to conduct a comprehensive investigation. The lack of information regarding the operating system, it restricts the ability to identify potential causes of the customer's reported issue. Therefore, the reported issue is not confirmed due to the inadequate information provided. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An incompatible application issue was reported with the abbott diabetes care (adc) device in use with a samsung galaxy a14 with android operating system version 15 and app version 2.12.1.11476. The customer stated the low glucose alarm did not appear. As a result, the customer was unable to monitor glucose with sensor readings and experienced seizures and a fall, where they bruised their left elbow while crawling. The customer was able to self-treat with food. There was no report of death or permanent impairment associated with this event.